Event description:
It was reported that the patient's first pump was removed on (B)(6) 2005 due to repeated infection of the incision site. The patient later experienced withdrawal on multiple occasions due to catheter occlusions (please refer to mfg # 3004209178-2012-08519). No further information was provided on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2005,, product type catheter. Product ID 8596, serial #(B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).